Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via phone call that the insulin pump did not alarm low reservoir when the pump was nearly empty and did not alarm no delivery. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and operating current tests. The pump was programed to alarm low reservoir and low reservoir alarm was recorded in the pump history screen and listed in the care link pro. No history anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.